Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested and received. (B)(4).

Event description:
A surgeon reported that on the first day following an uncomplicated cataract surgery with an intraocular lens (iol) implant, a patient experienced cloudy vision after waking up. Her vision was 20/400 and the eye showed moderate conjunctival injection but no corneal edema, severe anterior chamber reaction with hypopyon and fibrin. She was referred to another surgeon for a vitrectomy and intravitreal antibiotics. The culture results are pending. Additional information was provided by a nurse, who reported that the initial cataract surgery with iol implantation was the first case of the day. An unplanned vitrectomy was performed after the initial iol procedure. There are two medical device reports associated with this patient. This report is for the iol.

Manufacturer narrative:
Evaluation summary: the iol product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).